Event description:
The device was explanted and returned to the manufacturer. The reason for explant was reported as normal battery depletion. It was reported there was no injury to the patient.

Manufacturer narrative:
Final device analysis results revealed - motor gear shaft wear. There was caking in the jewel that corresponded to gear 4. Gear 4 stuck in the jewel with lower shaft wear. There was some moisture and corrosion present in the motor housing. Moisture could be seen on the feedthroughs. The motor was tested and stalled by itself (of the tube). The roller arm housing had some corrosion present. The roller wheels turned freely. A stall x-ray verified no roller arm movement. No roller arm movement was seen with the motor set to maximum rate. The top plate had a substantial amount of moisture and corrosion present. All other testing was acceptable. See scanned page.